Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a balloon pinhole leak occurred. The target lesion was located in the right posterior descending artery (rpda). The physician attempted to direct stent the lesion and went to inflate the 2.50x12mm taxus express2 drug eluting stent (des), however, the balloon would not inflate. The physician removed the device from the body and tried to inflate it on the table, and pinhole leak was found in the balloon. The procedure was successfully completed with another of the same device with no pt complications reported. The pt's current condition is listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.